Manufacturer narrative:
The insulin pump was received with cracked reservoir tube lip during visual inspection. The pump passed prime, displacement, basic occlusion, occlusion and excessive no delivery alarm test. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and no delivery alarms from the pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual injection. The customer also stated that he had low readings when he gets physical. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to check the tubing for air. The customer stated that there were none. The customer was advised to reinsert the reservoir and run manual prime. The customer stated that insulin did exit the tubing. The customer was advised to change the entire set, reservoir and insulin and treat per health care provider's instructions.